Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision and removal of mesh on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Patient codes: 3191: voiding dysfunction, mesh exposure, hypermobile urethra. It was reported that the patient experienced recurrent sui, voiding dysfunction, hematuria, mesh exposure and hypermobile urethra following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: 10/21/2024 additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on 12/8/08 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.